Manufacturer narrative:
Other relevant components include: product ID: 8709, lot# j0177997r, implanted: (B)(6) 2001, explanted: (B)(6) 2001, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. No drug information was provided. It was reported the patient¿s pump and catheter were removed 1 month after it was implanted. The patient informed the procedure doctor she had methicillin-resistant staphylococcus aureus (mrsa) prior and during the procedure; however, the doctor ensured the patient that there would be no issues. The patient was able to have the pump and catheter implanted for a month and was rushed to the hospital to have it removed as it was infected. The patient informed a facility, and the doctor was waiting for her at the hospital when she was admitted for emergency explant surgery. Both the pump and catheter were removed, and the patient had to take multiple types of antibiotics. No further patient complications were reported.